Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the customer had broken pocket. A field service engineer inspected and found no issue on device.

Event description:
It was reported when using the bd pyxis medstation es system had broken latch and inaccessible drawer. The customer stated that they set a workaround to get the medications from a different station or from the pharmacy to prevent patient care delay. There were no adverse events or injuries reported based on this event.